Event description:
It was reported by a surgeon that he "had a paraplegic patient case after doing a spine operation using a nerve monitoring system although the nerve monitoring system was not giving any alarm." According to him, the nim sometimes gave false readings(ex. It gave no warning/response although he is touching the nerve root). He told me that he tried to examine the efficiency of the set, he touched the root by the probe to see what is the response but the set was not reading. Injury: paralysis.

Manufacturer narrative:
It was reported that scoliosis cases with over correction was the real problem and mis-interpretation of the responses from the eclipse took place. The patient was re-operated later on and the neurologic deficiency was cured. It was also reported by the surgeon that "he built his assumptions/conclusions from the responses generated by the nim eclipse based on the numeric value he received after performing several meps (motor evoked potential tests) and comparing them". The ifus state [any analysis regarding the mep results should be based on variation in amplitude of the response and not the numeric count], which is something the surgeon stated he was not aware off.

Manufacturer narrative:
The date of the reported event is not known. Currently all (documented) attempts to collect additional information have not been successful .the device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This device was used for monitoring, not treatment. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis will be performed. The available information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without product return, it could not be determined if the product was in specification. The axon nim (nerve integrity monitor)-eclipse system is a powerful, multi-functional neurovascular monitor designed for intraoperative and ICU applications. The system can be used to simultaneously monitor eeg, evoked potentials (ep) and spontaneous and triggered emg activity. It is designed to meet the highly demanding requirements for comprehensive neurological monitoring in the electrically hostile operating room and critical care environment. The system incorporates a graphical, point and shoot style, user interface to clearly identify and speed parameter selection. A/d conversion is performed in the digital preamplifier module, at the patient location, to minimize interference and improve isolation. High performance preamplifiers, combined with digital signal processing and statistical testing are used to insure high quality recorded data. The system incorporates multiple digital signal processors and microcontrollers to enhance product flexibility, response time, and patient safety. All patient connections are both software and hardware protected against faults. Patient data can be reviewed while monitoring is in progress. Data from two patients may be reviewed simultaneously. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.